Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the batteries were dying in about 2 days after the new one was inserted. Customer stated that he noticed the issue about 6 weeks ago. Customer stated that the battery indicator does not show less than 2 bars. Customer stated that the battery did not last more than 1 week and he did not try a battery from a fresh package. Customer mentioned having a weak battery alarm, bad battery alert, low reservoir alert, and an off no power alarm in the alarm history. Customer declined troubleshooting for the alarm. Customer will be shipped a replacement battery cap.